Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log shows that a remove sync message occurred. However, this is an indication that the analyze button was pressed while in sync mode. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device would not go into sync mode. Complainant indicated that there was no patient involvement in the reported malfunction.